Manufacturer narrative:
Analysis was normal. The device was interrogated with a programmer and had not reached eri. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion due to eri was observed on the device. Device is under battery advisory. Device was explanted and a new device was implanted. Patient was stable post procedure.